Event description:
The tip of the 2.0 mm hex screwdriver broke off when screwing in the connecting component.

Manufacturer narrative:
The review of this device history record is currently not possible due to temporarily unavailable archive data. The investigation is based on the visual inspection of the complaint sample provided. This visual inspection is considered sufficient to analyze the extent of the error. This is the final supplemental report, the complaint is closed.

Event description:
The tip of the 2.0 mm hex screwdriver broke off when screwing in the connecting component. [Customer].